Event description:
Routine complaint investigation when a consumer reported self medication with insulin based on readings obtained on precision qid blood glucose meter when in fact, readings were taken with test strips that expired in the year 2000. The error resulted in a hypoglycemic event requiring medical intervention and hospitization.